Event description:
Pre user check was done on vent before install, everything passed. Pt was transported to CT on vent with no problem. Upon arriving in, CT attempted to plug vent into power source. Vent disabled itself/stopped ventilation (air and o2 were already hooked up, power source was checked, was working). Vent message read replace battery/would not quit beeping or ventilate. Pt had to be manually ventilated via ambo bag.